Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. The patient did not report any symptoms. The patient is dependent. The physician suspected an insulation breach. The lead was capped and replaced on (B)(6) 2016. The patient was stable before, during, and after the procedure.